Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nocturnal hypoglycemia while using the ilet, with a low glucose alarm at 66 mg/dl and subsequent self-treatment with oral glucose (gummies), after which glucose rose to 150 mg/dl and remained steady; the user reported recurrent nighttime lows despite pre-sleep snacks and discussed a potential factory reset with their clinician. Symptoms included hypoglycemia without loss of consciousness, dizziness, or other acute complications. Outcomes included no need for assistance, no professional medical intervention, and no hospitalization. Investigation included complaint review, product-use history review, and user troubleshooting and education. Investigation of this case revealed no device malfunction identified and insufficient information to determine a definitive root cause. It was concluded that the event was consistent with hypoglycemia of unclear cause with user-managed recovery and no clinical sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.